Event description:
It was reported by service report that the nurse call cables were breaking and pulling out of wall. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The staff at the user facility was not unhooking the docker cables before moving the beds.